Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents reported from this lot. It is possible that the distal sheath was bent or entrapped within in the anatomy such that the ratchet was unable to engage the proximal end of the stent properly causing the partial deployment. The stent elongation and tip detachment likely occurred during withdrawal of the partially deployed stent as the stent began to interact with the reduced clearance of the introducer sheath. The investigation was unable to determine a cause for the reported deployment issue. The elongation, difficulty removing, tip detachment and additional treatments were due to case circumstances. It should be noted that the supera instruction for use (IFU) states: while maintaining increased magnification from step 3, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the distal most position on the handle. Confirm under fluoroscopy that the entire supera stent has emerged from the outer sheath and is released. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The stent had stretched to approximately 110 mm and was now in the proximal sfa, which also had some disease. A 5x150 mm balloon was used to appose the stent to the vessel wall. A 5.5mm supera stent was implanted in the gap between the two supera stents without issue. It was further reported that the removal of the dc was not always monitored under fluoroscopy. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided. Sheath: 6f terumo , stent: supera: 5.5x150mm, 5.0x60mm, other: quickcross. Device code captures the delivery system not removed under fluoroscopy and for the device being retracted prior to fully deploying the stent. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 5.5x150mm supera self-expanding stent system is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a lesion in the mildly calcified distal superficial femoral artery (sfa). Two supera stents (5.5x150mm and 5.0x60mm) were implanted in without issue; however, a 2cm gap remained between the stents. The decision was made to leave the gap untreated, as it was not considered significant. Around (B)(6) 2017, the patient began experiencing symptoms of claudication. A 2nd procedure was done on (B)(6) 2017 and angiography confirmed that the gap between the two stents was stenotic and was the source of the symptoms. After pre-dilatation with a 5.0x80 mm balloon, the 5.0x80 mm supera stent system was advanced to the target lesion. Stent deployment was started; however, it was difficult to determine if the stent was fully released. As the system was retracted back resistance was felt and imaging confirmed that the stent was no longer where it had been positioned. The proximal edge of the stent was inside the sheath. The tip of the delivery catheter (dc) was also in the sheath and had separated from the dc. The dc was removed while maintaining wire access. A support catheter was advanced and was used to push the tip out of the sheath and in doing so, the proximal edge of the stent released from both the tip and sheath. The tip was stuck inside the support catheter, and was removed successfully.